Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, low battery voltage triggered elective replacement indicator (eri) on (B)(6) 2015. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) was found to have reached premature battery depletion during warranty period. The ICD was explanted and replaced, and no patient complications have been reported as a result of this event.